Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between upper 200's mg/dl and 505 mg/dl. Correction boluses were delivered to address the bg levels. The past occlusion alarms were resolved by performing an infusion site change. The current occlusion alarm was resolved by performed a complete supply change. During a follow-up, it was reported no additional occlusion alarms had occurred and the customer's bg level was 141 mg/dl.